Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the channel was clogged and could not be reprocessed while using the evis exera iii colonovideoscope. There was no patient harm associated with the event. The device was returned and evaluated, and the tube channel was found to be clogged with foreign material. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegations was confirmed; the tube channel was clogged with foreign material. Due to clogging of the tube channel, foreign objects were found to come out of the distal end, and the tube cleaning brush could not be inserted. Additional findings include the following: switch button one (sw1) had wear, the switch box was deformed; due to clogging of channel-tube, the suction function did not work; the light guide (lg) lens had a crack, the image guide protector was damaged, the adhesive on bending section cover had wear, the connecting tube had a scratch; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; and due to deformation of the bending tube, the bending angle in the down direction did not meet the standard value. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.